Event description:
Customer's husband called paramedics after the customer lost consciousness. Paramedics received a reading on their meter which was lower than what she had received from her precision xtra meter (actual readings were not provided by the customer). She was transported to a hospital and was diagnosed with severe hyperglycemia. It is unk what treatment she received while in the hospital.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be completed once the investigation results are available.